Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were unable to charge their device. No patient symptoms were reported and there were no complications. Indications for use are failed back surgery syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that there were no circumstances that led to the inability to charge. It was noted that the issue was not resolved and no further actions/interventions were noted. They also noted that the issue was first noticed in september/october, but didn't specify a year.